Manufacturer narrative:
(B)(4): the complaint device has not been received for analysis; only the packaging of the complaint device was returned on (B)(4), 2011. Upon receipt of the complaint device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A review of complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the event description and the evaluation of other devices with the same complaint (failure to deploy), the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was used during a biliary stenting procedure for bile duct drainage on (B)(6) 2011. According to the complainant, the patient had a stricture within the bile duct. The anatomy was not tortuous and the stricture was not dilated prior to stent placement. It was initially reported that difficulty was encountered during deployment of the stent. Follow up received from the account confirmed that the stent had failed to deploy inside of the patient and no visible issues were present to the device. However, when the packaging of the complaint device was returned to boston scientific corporation, a note was included from the complainant. The note stated that the stent had been fully deployed in the incorrect location and removed. The actual device was not returned. The procedure was completed with another wallflex biliary uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information to clarify the circumstances surrounding this event have been unsuccessful to date. Therefore, a medwatch report will be filed reflecting the most conservative response that the stent was fully deployed within the patient and removed. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6) 2011. According to the complainant, the stent was partially deployed within the patient. However, resistance was encountered during the deployment and the stent system was described as "stiff." The stent was fully reconstrained prior to withdrawal from the patient. As the stent was not deployed within the patient, this event is no longer considered reportable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was used during a biliary stenting procedure for bile duct drainage on (B)(6), 2011. According to the complainant, the patient had a stricture within the bile duct. The anatomy was not tortuous and the stricture was not dilated prior to stent placement. It was initially reported that difficulty was encountered during deployment of the stent. Follow up received from the account confirmed that the stent had failed to deploy inside of the patient and no visible issues were present to the device. However, when the packaging of the complaint device was returned to boston scientific corporation, a note was included from the complainant. The note stated that the stent had been fully deployed in the incorrect location and removed. The actual device was not returned. The procedure was completed with another wallflex biliary uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information to clarify the circumstances surrounding this event have been unsuccessful to date. Therefore, a medwatch report will be filed reflecting the most conservative response that the stent was fully deployed within the patient and removed. Should additional relevant details become available, a supplemental report will be submitted.